Manufacturer narrative:
The probable root cause of the instrument recognition issue and the failed energy recognition test issue is attributed to use conditions causing the blade to crack. Cracked or broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure (e.g., scratches and damage result in cracks, which then result in broken blades).

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have the curved blade broken at the tip of the blade. A piece approximately 0.074" x 0.419" was found to be broken off. The broken piece was not returned. The components adjacent to this broken blade do not show damage. Additional observation(s) related to customer-reported complaints: the instrument was found to fail the energy recognition test. The instrument was placed on an in-house system. The instrument passed the recognition and engagement tests. The instrument was connected to an in-house energy generator. A torque wrench was used to tighten the assembly until it was as tight as it could be (clicking sounds). The instrument failed the energy recognition test, instrument generated the message "tighten assembly" on 3 out of 3 attempts. Root cause is attributed to a cracked blade. The complaint was confirmed by failure analysis. Review of the provided image by a regulatory post market surveillance analyst shows no visible damage to the instrument tip. No further escalations required for the image review. The probable root cause of the instrument recognition issue and the failed energy recognition test issue is attributed to use conditions causing the blade to crack. Cracked or broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure (e.g., scratches and damage result in cracks, which then result in broken blades).

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the harmonic ace instrument could not be recognized. The user completed the procedure with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.